Manufacturer narrative:
(B)(4).

Event description:
Received information stating that due to a malfunction, the pt was removed form the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien inspected the device and replaced the exhalation valve. The ventilator passed all testing.